Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The filter was placed in the patient 11 years ago, physician and facility unknown. The patient wanted filter removed. A CT done in 2014 showed a tulip filter, tilted towards lateral wall. On (B)(6) 2016, after gaining right jugular access, first run revealed that the tulip filter had been incorrectly deployed at the bifurcation. Filter was tilted, with hook embedded in the right wall. Ivus revealed existence of possible total occlusion, with a heavy clot load around the bifurcation. The circulation to the iliacs was mostly blocked, collateralization was noted. Presence of an additional vessel with blood flowing towards the kidney noted. Physician attempted retrieval using cook clover snare, other advanced techniques, without success. Hook could not be released from the wall. The tulip was left in place.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, and instructions for use (IFU), was conducted during the investigation. Approx. 9 years after implant the tulip filter demonstrated approx. 14° of rightward tilt and one primary filter leg had perforated the ivc and abutting the vertebral body. The other primary and secondary legs represented a grade 1 interaction with the ivc wall. Imaging two years later demonstrated a very abnormal appearance to both iliac veins and the ivc. The filter demonstrated an 11° rightward tilt resulting in the left lateral most primary filter leg penetrated through the ivc wall by 14mm. In addition, the filter hook and proximal body of filter appeared incorporated or penetrated through the wall of the ivc resulting in a high-grade stenosis of the ivc. The filter legs appeared to be at the confluence of the iliac veins, but it is unknown if the filter had migrated or if this was the original location chosen for deployment. Despite using advanced techniques attempted retrieval was unsuccessful. Imaging from filter deployment was not provided, but filter tilt is a known potential complication of vena cava filters. Among other causes, filter tilt may be associated with placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve devices passing through a filter, or a failed retrieval attempt. Excessive filter tilt may result in loss of filter efficiency. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Based on the above statements, considering that initial images and patient history were not provided (which might support the possibility of a medical procedure or device placement leading to this event), it is not clear if the leading cause to this event might be associated with the medical procedure or an eventual malfunction of the device. This clinical review needs to be re-assessed if more information will become available. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: there are multiple ifus associated with the product family. The IFU placed with the device is dependent on approach and deployment. However, each IFU lists filter retrieval as optional. Each IFU lists "damage to the vena cava" as a potential adverse event. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information was received.